Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended to adjust the basal rate to 0.325 units per hour but inadvertently entered 3.25 units per hour. Blood glucose was 40 mg/dl and was treated by consuming carbohydrates. Tandem technical support assisted the customer with correcting the basal rate setting.